Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient had left knee revision. (B)(6) 2017: sales representative reported that the patient was revised due to laxcidity in the knee joint. The poly insert size 11 was explanted and a poly insert of the same type but size 16 was implanted to increase stability. No patient or device related factors contributed to this event.